Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972434. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: nose shroud cracked/broken no, staples in nose no, staples in the track yes(18), trigger engaged with precock yes. Analysis conclusion: based upon the visual inspections and inquiry info received, not conclusion could be reached as to how the instrument reportedly "jammed" during surgery. No functional test couldb performed because the instrument had been disassembled prior to receipt (left side of instrument head was missing). When inspected, instrument was found to contain 18 remaining staples. Co reviews each incident as it occurs in an effort to continuously improve the products and process.

Event description:
The device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed. There was no patient consequence.